Manufacturer narrative:
The motor arm cannot communicate with the main arm confirmed in downloaded pump history due to software error. Blank display and missing segments/partial display not found during testing. Insulin pump passed the self test, rewind test, prime/seating test, occlusion, basic occlusion test, force sensor test and the displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received the motor arm cannot communicate with the main arm as well as blank display and flashing display. Customer's current blood glucose level was 106 mg/dl. Customer also reported that the insulin pump error occurred on second occurrence. Troubleshooting was performed for insulin pump error. Customer was advised to revert to back up plan and discontinue use of the insulin pump. The insulin pump will be returned for analysis.